Event description:
It was reported that the acculink was used successfully. After stent deployment, the nav6 filter, that was distal to the stent, was unable to be retrieved because the retrieval device would not pass through the stent. The cause was extreme tortuosity and the sheath had lost position in the common carotid. The patient had to go to surgery for an emergency endarterectomy and all devices were removed (filter and stent). As of later that night, the patient was neurologically ok. It was agreed that the patient selection was not ideal. The filter was not stuck on the stent when extracted from the patient during surgery. The stent and filter that were deployed but then extracted were saved by the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.